Event description:
As reported: 2 trapliners broke and separated during same procedure. They were able to snare the broken pieces. Associated to: MDR 2134812-2022-00016 trapliner.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. The event description states trapliner broke and separated during the procedure. It is unknown what damages have occurred on the shaft. It is likely that the issue refers to weld joint separation however without product return or picture, the issue cannot be confirmed. MDR associated to: fu-MDR 2134812-2022-00016 trapliner.